Manufacturer narrative:
The unidentified microcatheter and the rhv were not returned. The microcoil system was cleaned by the end user before being returned. The coil was returned unsheathed and unprotected. Located off the proximal end at 33.5cm, 34.0cm, 38.5cm, and 39.0cm are severe kinks on the core wire. Located at the marker band, the dpu was bent. Located at the socket ring junction, the coil's socket ring has been pushed down inside the outer sheath. The proximal end of the coil has been unraveled out of the soldered section. This has been associated with excessive force. The coil has been buckled. The coil was returned knotted. The first secondary winding off the ball tip has been bent/twisted away from the remaining coils. The coil was returned severely damaged. The most likely contributing factor to the root cause was due to distal interference. The source and the location of this interference cannot be determined. In addition; without the return of the unidentified microcatheter and the rotating hemostatic valve (rhv) used in the procedure; it cannot be determined if these components contributed to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
Could not get coil to advance/had to pull very hard to remove. Failure analysis discovered that the coil was kinked and unraveled out of the proximal soldered section.